Event description:
It was reported by the sales rep that during an ob/gyn procedure the sutures were breaking off of the needle. The customer does not want to use the lot. No patient consequences were reported. This has been an ongoing issue.

Manufacturer narrative:
(B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the specific number of patient events: unknown. Did the event occurred during one or multiple patient procedures? Multiple procedures both vaginal and c-section procedures. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s): no. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s): no. What are the procedure name(s) and date(s)? Unknown. What is the quantity involved per procedure? Unknown. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No.